Manufacturer narrative:
(B)(4). Date sent: 5/26/2016. Batch # unk. Additional information received: infection of subcutaneous reservoir blocked gastric band cable.

Event description:
It was reported that the patient have received at least one port replacement and are in observation. There are no other details available at this time.